Manufacturer narrative:
Customer complaint notes, stated act and up arrow buttons were not responding and pump prior while swimming. Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. After locked j2/lcd keypad connector in place. No anomalies was notice. Problem isolated j2/lcd keypad connector. However, unable to perform operating currents, self test and displacement test or verify unexpected battery out limit due to no button response. However, keypad flattened button dome switch (creased) was found on bolus, esc, up and down. Device history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experiencing high blood glucose. Customer stated that the blood glucose was 400 mg/dl. Customer stated that act and up arrow buttons were not responding. Customer confirmed other buttons were working properly. Customer reported that the insulin pump will not be returned for analysis.